Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) has reached elective replacement indicator (eri). The patient implanted with this device was questioning the longevity of the ICD. No adverse patient symptoms were reported.